Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with undersensing noted in the atrial channel. Programming changes were made that resolved the issue. The patient was stable.